Event description:
Hill-rom rec'd a report from a hill-rom tech stating the bed exit alarm is not working. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as (B)(4).

Manufacturer narrative:
The hill-rom tech found the bed sensor strips to be inoperable. Per the hill-rom user manual, warning: the pt position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound pt risk assessment and protocol to prevent personal injury. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the sensor strips to resolve the issue. Based on this info, no further action is required.